Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified right anterior tibial artery. After a 4.5f non-bsc sheath was placed and a non-bsc guidewire crossed the lesion, a 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, upon initial inflation at 4 atmospheres for 2 seconds, the balloon ruptured. The device was removed and the procedure was completed with a 2-22 coyote balloon catheter. No patient complications nor injuries were reported.